Event description:
It was reported that after initiating bypass, air was introduced into the venous bubble trap. It appeared as if the air was introduced via the blue three way stopcock. There was no reported patient effect and the device was not changed out. (B)(4).

Manufacturer narrative:
(B)(4). A health hazard evaluation was initiated and the hazard has been defined. Based on new information available 08/01/2014, a re-assessment of the reporting obligation was performed and this event was determined to be reportable. Maquet cardiopulmonary is aware of similar complaints and an internal process ((B)(4)) was initiated to determine the root cause and implement the appropriate corrective action. A supplemental medwatch will be submitted when additional information becomes available.